Event description:
A customer reported multiple system messages displayed during a vitrectomy procedure. The system was exchanged to complete the procedure with no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).